Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05038. The patient received her scs system on (B)(6) 2011. It was reported that the patient was explanted due to infection at the pocket site. She is being treated with an IV antibiotic and is doing well.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.